Manufacturer narrative:
This supplemental report was submitted to the results of the legal manufacturer¿s investigation. The device history records (DHR) was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The customer¿s reported green colored image was confirmed during the physical device evaluation. The image defect was isolated to a defective charged coupled device unit (ccd). The reported problem is a known issue. Based on previous investigations, the defective charged coupled device unit can potentially be attributed to: - unacceptable tension in the area of the ¿ccd w holder¿ assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer ¿c-holder to bumper sleeve. - unacceptable tension in the area of the ¿ccd w holder¿ assembly due to an asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. - pre-existing damage to the ¿ccd w holder¿ assembly due to using a suboptimal adhesive device. Several changes were implemented including, of the bumper sleeve bonding and alteration of jigs. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The repair inspection identified the image is green in color due to a defective outer tube/charged coupled device unit. There were no external defects observed. Olympus followed up with the customer to obtain additional information regarding the reported complaint, but the information is pending. The cause of the damaged optical system cannot be determined at this time because the investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed the endoeye high definition ii, autoclavable video telescope was returned to the olympus repair center for a reported colored image defect, ¿optics light up green¿. The customer reported problem was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus.